Event description:
It was reported that cgm displayed error message during use of g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset error message did not appear again, with no further actions documented.